Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. [(B)(4)].

Event description:
The pacemaker was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2019, the patient visited the hospital as parts of the implanted leads became exposed. On (B)(6) 2019, pacemaker pocket infection was confirmed and a new pacemaker and ventricular lead were implanted in the left pectoral side. Parts of the infected leads in the right pectoral were cut and removed from the patient's body. The physician left the other devices implanted even though they were infected. They should be explanted at a later date. The subject pacemaker was explanted on (B)(6) 2019 and the pacemaker pocket was debrided. Some parts of the leads were abandoned in the patient's body.